Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing and diminished p-waves were noted during the patient's ventricular tachycardia (vt) episode. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.